Manufacturer narrative:
Additional information: additional information was received and stated that there was patient contact with the iol, as the iol partially made contact with the patient¿s eye; however, upon removal, the iol was noted to be twisted, prompting the physician to request a new iol to proceed. The twisted iol was discarded and is not available for return. No photos or videos were provided. No further information was provided. The following fields were updated accordingly: section h6: type of investigation: 4115 - device discarded section h6: investigation findings: 213 - no device problem found all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) haptic was twisted. The procedure was completed successfully using a different lens, and there were no reported patient complications. The patient was contacted regarding the event. No further information was provided.

Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided section a3a, a3b: sex, gender: unknown/not provided section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.